Event description:
Device issue: inaccurate stent delivery. Time of device issue: during stent placement. Adverse event (ae): stent not fully covering the lesion resulting in placement of a second unplanned stent. Onset of ae: during the procedure. It was reported that during a left internal carotid artery stenting procedure in a heavily calcified lesion, during stent placement, the xact stent was placed slightly distal to the lesion, requiring the placement of a second unplanned stent. Reportedly, the physician felt the inaccurate placement was due to a combination of the pt moving and the heavy calcified carotid artery. There was no adverse pt sequela reported. One day post-procedure, the pt was discharged to home. Although requested, there was no add'l info provided.

Manufacturer narrative:
(B)(4). Eval summary: the product used during the procedure was not returned which could have aided in the determination of the cause; however, inaccurate delivery may be a result of, but not limited to, pt's vessel geometry or the vessel diameter which could have been larger than the stent or when the stent does not appose the vessel wall when the stent is fully deployed, and the positioning of the stent prior to deployment was not optimal. A conclusive cause for the reported event appears to be due to pt movement and a heavily calcified vessel and not a mfg product deficiency. A review of the device lot history record did not reveal any non-conformities which could have contributed to this report. All catheters are inspected during the final inspection to ensure the product structure and integrity. In addition, samples from each lot are visually, dimensionally and functionally inspected.